Event description:
Customer reported the articulating arm needs adjustment. No patient injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the articulating arm. System operates as intended.